Event description:
A balloon ruptured on the first inflation during a right iliac angioplasty of a highly calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon shaft was kinked approx 20cm from the bifurcation. A pin hole leak was located in the mid portion of the balloon. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a kinked shaft. Co's follow up also indicated this device was used in a highly calcified lesion. Co believes these factors may have contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon, do not reinflate and remove carefully."